Manufacturer narrative:
Complaint conclusion: as reported by the legal brief, the patient underwent implantation of an optease retrievable inferior vena cava (ivc) filter for the treatment of deep venous thrombosis (dvt) in the femoral and popliteal veins. The device was successfully implanted below the patient¿s renal veins with zero degrees of tilt. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patient profile form (ppf), the patient reports suffering from mental anguish. The filter is not able to be retrieved; although, there are no documented removal attempts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable inferior vena cava (ivc) filter for the treatment of deep venous thrombosis (dvt) in the femoral and popliteal veins. The device was successfully implanted below the patient¿s renal veins with zero degrees of tilt. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patient profile form (ppf), the patient reports suffering from mental anguish. The filter is not able to be retrieved; although, there are no documented removal attempts. The filter remains implanted; thus, unavailable for analysis.